Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death); patient's condition affected effectiveness of device (previous dissection of the thoracic aorta); unapproved use of device (stent graft was used in a patient with previous dissection of the thoracic aorta). Conclusion: operational context contributed to event (stent graft was used in a patient with previous dissection of the thoracic aorta); device failure/lack of effectiveness related to patient condition (previous dissection of the thoracic aorta).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic pseudoaneurysm that began shortly after the left subclavian artery approximately one month ago. The pseudoaneurysm was believed to be caused by a dissection that clearly penetrated through the intima of the aorta. The proximal and distal diameters of the aorta were 34mm and 29mm respectively. It was reported that a valiant (B)(4) was implanted and partially covered the left subclavian artery. The aneurysm appeared to be excluded on final angiography; however, the patient expired a few days after implant (exact date is unknown). The cause of death was not provided. No further information was provided.